Event description:
It was reported that externalized conductors were observed on the lead via x-ray. Fluctuation in sensing was also noted on the lead. The lead was capped and replaced. The patient suffered no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.